Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation or soreness. The patient did receive medical intervention in the form of antibiotics and nasal sprays this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Device emits a plastic odor sometimes the humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The device's event logs were downloaded and reviewed. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Evidence of water ingress on the blower and blower box was found. Also, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was also observed. The investigation team is unable to address the symptoms described. The investigation team can confirm the presence of contamination in the airpath. Corrective information was provided in e.1 section and section d9, d10, g3 and h6 has been updated in this report.

Manufacturer narrative:
In the previous follow-up report, section h6 medical device problem code, type of investigation, investigation findings and investigation conclusions was incorrect, it has been corrected in this report.